Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. All buttons function properly; no damage to keypad traces and j1 connector on pcba 1 was not unlocked during visual inspection. No unexpected pump erroralarms noted during testing. Unit received with scratched casing, minor scratches on lcd window and pillowing keypad overlay. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump has button error. Button error issue was assisted but was not resolved. The up-arrow button does not work. The issue occurs frequently. Power 23, 49,68 and 2 error was found in history. Help line representative did partial troubleshooting for the power errors. The customer¿s blood glucose was unknown mg/dl at the time of the incident. The insulin pump was returned for analysis.